Event description:
Motor leaked oil during surgery. Oil did contact site. No add'l info was available at the time of initial report. On follow up, hosp reported same problem had occurred with a second motor.